Event description:
Procedure: wedge/segmental resection. According to the reporter: the device stopped partway through the firing. New device was used resulting in tissue loss. No pt harm operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. Pt age, gender and weight: unk. It was not known if reinforcement material used.

Manufacturer narrative:
(B)(4).